Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (there was no allegation of that), but since the information received could be interpreted as the device not having performed as intended. When reviewing reportable events for the barimaxx beds range, we were able to find a few complaints, related to the patient falling/nearly falling from the bed as a result of various scenarios. Based on the information collected to date, we have been able to confirm that there was no allegation about the product malfunction and that the event is related to an unfortunate sequence of events. According to information provided by the customer, the facility where the event took place, does not allow all four side rails to be in up position, due to the cms/medicare mandates. Therefore, at the time of the event one of the side rail was lowered. The patient, who has some dementia, attempted to get out of the bed without assistance and slid to the floor. Fortunately, there were no injuries sustained and no further medical investigation was required. In accordance to the recommendation from the quick reference guide (e.g. 310612-ah rev. B) which are delivered to the customer together with the device as part of the labeling, the user is informed about the functionality and usage of the side panels: side rails and restraints - use or non-use of restraints, including side rails, can be critical to patient safety. Serious injury or death can result from use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints. It is requested to consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories. Use of patient restraints should be proactively considered, especially with confused, restless or agitated patient. Physician should be always consulted prior to use of appropriate restrains. Restrained patients shall be monitored frequently. It is recommended to consult a care giver and carefully consider the use of bolters, positioning aids or floor pads, especially with confused, restless or agitated patients in summary, the device was being used when the event occurred, it contributed to the event since the patient fell off the bed. Fortunately, no has been sustained. There was no allegation about product malfunction. However we have decided to report this event in an abundance of caution and to be transparent. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, it was claimed that the patient fell out of the barimaxx ii bed.